Event description:
It was reported that during a gastric bypass procedure, the clips were scissoring as the device was being fired. The site continued to use this device and another one to complete the case. There was no patient consequence.